Manufacturer narrative:
Urine and serum controls and urine calibrators were tested on retain and return devices from lot 162c11 by beckman qc. Control lines for both tests were good. Office doesn't run external control for this product. One box of icon 20 lot #161l11 and exp 7/2013 has been shipped to the customer for delivery on (B)(4) 2012. Cause of false negative seen by customer is unknown.

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the icon 20 hcg test (box of twenty five tests) generated false negative (-) on two patients' urine samples and tested positive (+) on serum quantitative clinical tests. The patients were confirmed pregnant through the quantitative tests. Patient #1's serum sample was quanted and yielded a result of 23 miu/ml. Patient's serum sample was quanted and yielded a result of 29 miu/ml. The false results were not reported out of the laboratory patient treatment was not impacted as a result of this event.